Event description:
It was reported that an alert triggered for oversensing on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, all conductors were distorted, the distal conductor was cut, the defibrillation conductor was cut, the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, all insulators breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.